Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited backup mode. Programming changes were performed to reset the device however, bluetooth telemetry loss was noted afterwards. No further changes or intervention was reported. There were no patient consequences.

Event description:
New information received indicated that the bluetooth was reset to resolve the telemetry issue.

Manufacturer narrative:
Further information was requested but not received. The reported event of an inability to communicate with the device via remote monitoring and device reset was confirmed. The session records and patient application logs were reviewed and it was confirmed that device experienced power-on reset. The root cause of the power-on reset was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery.